Event description:
According to the info rec'd, this valve was explanted due to an entrapped leaflet and replaced with a 16mm ap ats valve. It was also reported the sewing cuff was cut during explant; however, the rest of the valve remains intact and is being returned to sjm for analysis. In 1997, a report sent to sjm indicated the leaflets did not open or close completely and regurgitation was present. At that time, dr. Reveiwed a video of the valve in vivo. He believed the leaflet were most likely "hung up by impingement by the adjacent tissue" and recommended reoperation be performed if the pt could tolerate the procedure; however, none of the info rec'd indicated what the pt's course of treatment was in the time between implant and explant. Add'l info has been requested.